Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep indicated, per the doctor, the infection began two weeks before they saw the patient (which would be approximately (B)(6) 2018). The infection was in the abdominal area. The system was explanted on (B)(6) 2018. The device would not be returned due to the hospital's policy. The patient status at the time of the report was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2,000.0 mcg/ml baclofen at 141.8 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the pump and catheter would be explanted on 2018-jun-20 due to an infection. It was reported the infection was unrelated to the pump and catheter. The patient had a PICC line (peripherally inserted central catheter) inserted two weeks earlier and it appeared that the procedure may have caused an infection. The rep did not think the patient¿s system would be returned, per the hospital, following the scheduled explant (B)(6) 2018. Regarding diagnostics/troubleshooting performed, the physician read the pump and recommended the device be explanted immediately. It was reported issue had not been resolved at the time of the report. The patient¿s status at the time of the report was unknown.